Manufacturer narrative:
The complaint product was not returned for evaluation. A review of the non-conformance (nc) database for the past 18 months shows no similar complaints generated for se5523wv. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Manufacturer narrative:
The lot number was not provided. A DHR review was not able to be performed. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported the cutter was becoming blocked and stopped functioning. When flushed the cutter continued to work. Additional information has been requested.